Event description:
The lay user / patient contacted lfs in 2009, alleging inaccurate readings on his one touch 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on the morning of the same day at 7:04 am, the patient tested his blood glucose and obtained a 5.1 mmol/l (91 mg/dl). He did not exhibit any symptoms at the time of testing and did no take any medication. He began to make breakfast; however, by 7:30am, he started to feel shaky. The patient called for his wife for her to help him take his breakfast to the dining room since he was not feeling well. His wife came down stairs 5 minutes later and saw her husband sitting in a chair covered with sweat, and he felt a little disoriented and confused. The patient's wife contacted the paramedics, whom arrived at 8am and they tested the patient using their meter and obtained a 2.1 mmol/l (37 mg/dl). The patient's wife did not attempt to test or treat the patient prior to the paramedics arrival. Patient ate 1/2 bar of chocolate, jam on toast, coffee with sugar and a banana and felt better around 8:15am. Prior to leaving, the paramedics tested the patient's blood glucose using the patient's meter and obtained a 4.4 mmol/l (79 mg/dl). The technique of applying blood on the test strip was correct. Products were placed. No further clinical information was provided. A normal reading for the patient in the morning is around : 5-6 mmol/l and in the evening around 10 mmol/l. Patient tests twice a day. The day before the event, the patient's blood glucose was 9.8 mmol/l at 7:30 pm before dinner. The complaint is being reported since the patient alleged that the meter displayed an elevated reading and less than 30 minutes later, he reportedly developed symptoms suggestive of hypoglycemia and had to be treated by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.